Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an emerge balloon catheter. The catheter was visually and tactilely inspected. There was blood and contrast in the inflation lumen. The hypotube was kinked 3cm from the strain relief and the shaft was kinked 7.5cm from the distal tip. Microscopic examination of the balloon did not reveal any damage or tears. The catheter was soaked in a warm water bath to loosen the blood and contrast prior to functional testing. Functional testing was performed using an inflation device filled with water connected to the inflation port. The device was inflated to its rated burst pressure for 5 minutes. The catheter maintained pressure and there was no indication of any leaks or other irregularities. There were no material or manufacturing deficiencies noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery (lad). The 2.50mm x 15mm emerge¿ balloon catheter was advanced and inflated for pre dilatation. However, the balloon ruptured in an unspecified number of inflation and atmosphere. The device was completely removed from the patient. Another 2.50mm x 15mm emerge¿ balloon catheter was used and completed the procedure. No patient complications were reported and the patient's condition is good.

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery (lad). The 2.50mm x 15mm emerge balloon catheter was advanced and inflated for pre dilatation. However, the balloon ruptured in an unspecified number of inflation and atmosphere. The device was completely removed from the patient. Another 2.50mm x 15mm emerge balloon catheter was used and completed the procedure. No patient complications were reported and the patient's condition is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).